Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining lower than expected prostate-specific antigen (psa) results for three (3) patients' samples generated by the access 2 immunoassay system. It was discovered while troubleshooting with bec access hotline, a psa reagent pack was misloaded and therefore in the incorrect slot of the reagent storage carousel. When this occurs the instrument does not detect either a wrong reagent pack or no reagent pack is present. No erroneous results were reported out of the laboratory. The patient samples were rerun after the reagent was properly loaded and the results were within range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample collection and centrifugation information was not supplied. The customer disposed of the misloaded reagent pack (access hybritech psa reagent - lot # not supplied). All other reagent packs were verified to be in the correct slot. Service was not dispatched for this event. Use error is the root cause for this event.